Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was used to treat a malignant pancreatic head mass during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2023. During the procedure, the stent was unable to deploy. The stent was fully covered by the outer sheath when it was removed from the patient. Upon removal of the device, it was observed that the pull wires were shooting out of the broken catheter. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of stent wire punctured sheath.